Event description:
It was reported to philips that the arm cover of the ceiling suspended radiation shield fell off. The device was outside of clinical use at the time of the event. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the arm cover for the ceiling suspended radiation shield had fallen down. Upon troubleshooting fse found the cover on the floor/table after it had fallen due to the broken cover of shield arm. Fse repaired and reinstalled the cover. After reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.